Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon saying that while applying ¿cholangioclick¿ around the cholangiogram tube, the clip ¿serrated¿ the cystic duct. Surgeon opened up the clip and saw what he called a ¿ridge¿ and questioned whether this was cutting into tissue. Upon closer inspection, it looks like the standard horizontal and transverse grooves present on the inside surface of the clips. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did clip cut cystic duct? Was there a leak? If there was a cut to cystic duct and leak, how was cystic duct repaired? Was there any change to procedure or post-op patient care?

Manufacturer narrative:
(B)(4). Additional information: the er320 device was not returned for analysis, only a bag with three clips was received. Upon visual inspection of the clips, it was found one conforming clip, one clip with gap that appears to have been removed from the tissue and one malformed clip that appears to have been opened with tweezers. The groove of the opened clip was inspected and no anomalies that could affect the tissue were found. No conclusion could be reached as to what may have caused the reported incident.